Event description:
Surgeon placed diamond tip confidence needle in the pedicle with fluoroscopy. He removed the trocar and placed a guidewire in the cannula, he advanced it 15mm passed the end of the needle. He attempted to remove the needle by pulling it out straight; however, it was stuck. He then attached a kocher attempting to use it in a slap hammer fashion. He removed the guide wire. He was forced to toggle and twist the needle and it broke at the handle, leaving 10-15mm of needle. He cored out the bone and was able to remove the entire needle from the site. The event resulted in an extension of surgery time.

Manufacturer narrative:
Device was not returned for evaluation. Had it been returned, it would have been in a condition which would make analysis impossible. Contact reported that the patient had dense of sclerotic bone which may have been a contributing factor.